Event description:
Note: this MFR report pertains to the first of three devices used during the same procedure. Please refer to MFR # 3005099803-2009-05449 for a description of the second device and MFR # 3005099803-2009-05448 for a description of the third device. An hta procerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, it was noted prior to the procedure, the pt did not need to be dilated; the cervix was already dilated to 20mm. A tenaculum stabilizer, a speculum, and clamps were all used during the procedure. Approx 1.5 minutes into the ablation phase, the physician digitally examined the pt to make sure the cervical seal was maintained. He became aware of moisture in the vagina, and at the cervix yet there were no fluid alarms generated on the console. The bsc rep reported that no fluid loss was indicated and that the reservoir had not lost any noticable amount of fluid. The procedure was aborted at this point and the cool down phase was performed. It was observed the pt sustained a burn on her cervix. The burn size, degree, and treatment are unk. The physician completed the ablation by performing and endometrial resection. Follow up info, confirms that there was a cervical leak that caused a burn at the cervix. No alarms or error codes were displayed. It cannot be confirmed that the fluid level dropped below 10cc to trigger the alarms to go off. The pt did have patulous cervix. The degree of the burn cannot be determined and the treatment used for the burn is unk. Although an attempt was made to obtain further follow up regarding degree of burn, currently there is no further info regarding this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between this device and the event. If any additional relevant info is received, a supplemental medwatch will be filed.